Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. On an unreported date, the patient received unspecified treatment for the peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Action taken with dianeal and extraneal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: the exact date of the peritonitis event was not provided; the patient began peritoneal dialysis therapy on (B)(6) 2014 and the peritonitis event was reported to have occurred ¿before two weeks¿. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.